Manufacturer narrative:
Device manufacturer date: the device was manufactured in april 2017 based on the three-digit lot number. The specific date could not be determined with that information. The suspect device was discarded by the customer and could not be sent to olympus for evaluation. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the subject device was used beyond the expiry date of 31mar2020. The endoscopic submucosal dissection procedure was completed smoothly and successfully and the patient was well.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the subject device being used after expiry date was due to misuse by the user. The expiration date of this product is marked on the label on the box and the sterile pack. The following information is stated in the instructions for use (IFU) which may have prevented the event: "do not use an instrument after the expiration date displayed on the sterile package. Doing so may pose an infection control risk or cause tissue irritation." Olympus will continue to monitor field performance for this device.